Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient developed a sustained ventricular arrhythmia that needed direct current (dc) cardioversion. On (B)(6) 2023 the patient was admitted for the arrhythmia. The patient underwent invasive surgery, and an implantable defibrillator was implanted. The patient was discharged on (B)(6) 2023.

Event description:
Additional information was received that the patient experienced nausea, malaise, and oliguria.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.